Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. For this complaint file, the final customer lot was identified. A device history record review was conducted and no anomalies were found. No additional investigation was required based on device history. A complaint history examination indicated that this is the tenth complaint received against the components for the reported final lot. An exact root cause could not be determined as to why the trocar cannula exhibited the leaking condition described. An internal investigation has been opened to address this issue. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A director of nursing reported to a company representative that an ophthalmic surgeon experienced leaking trocars during three vitrectomy procedures. There was no harm to the patients. The leaking trocars were not retained. No additional information is expected. This is the fifth of five reports.